Event description:
It was reported that during a lap cholecystectomy procedure, the clip twisted on firing. Case was completed with the same like product. There was no pt consequence.

Manufacturer narrative:
Date sent: 11/7/2007. Information anticipated, but unavailable at this time.